Event description:
Rec'd an electronic report from a foreign user facility who has reported that a home dialysis pt at the end of dialysis had a bloodline separation at the saline t. The pt did have an approximate blood loss of 250 ml. The pt was reportedly frightened but physically stable with no report of injury at this time. This pt dialyzes daily for a short period of time on a daily basis. A sample is available for an eval. No further report of ill effect related to this event.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.